Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: "it is reported customer is experiencing tubing with holes causing leakage." Verbiage received, - "we received a new defective lot number: 1033446 exp date 1/31/2023 sent to broadway."

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: "it is reported customer is experiencing tubing with holes causing leakage." Verbiage received, "we received a new defective lot number: 1033446, exp date 1/31/2023 sent to broadway."

Manufacturer narrative:
The following fields were updated due to additional information: d.11. Returned to manufacturer on: 4/29/2021. H.1. Device return to manuf.? Yes. H.3. Reason code for no evaluation: other. H.6. Imdrf annex b grid : b01, b02, b14. H.6. Imdrf annex c grid : c19. H.6. Imdrf annex d grid : d14. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sliced (damaged) tubing with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of sliced (damaged) tubing was not observed. As no customer samples were received and retention samples did not fail testing, the scope of this investigation is limited and bd was unable to determine a root cause for the indicated failure mode observed in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.